Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. A third-party service agent evaluated the customer's device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event; however there was no adverse patient outcome reported.